Event description:
Additional information received and indicated that the device was overheating in less than one minute. The device was being run in forward mode and the flow rate of irrigation was 30cc.

Manufacturer narrative:
H3: product analysis stated cosmetic condition of product is not okay. Cable is kinky. Not able to confirm the reported fault. Motor is noisy and not rotating properly. Additional failures: depth test failed. Not able to perform the pre-repair temperature test due to corrosion and motor jammed. H6: previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the stylus touch motor was overheating. There was no patient involvement.